Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer indicated their low blood glucose required the paramedics to be called. The customer was treated with a manual injection. The customer was also treated with glucose by the paramedics, which caused their blood glucose to rise. Blood glucose value was unknown at the time of incident. The customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.